Event description:
It was reported a patient presented in clinic with post-sensed t-wave oversensing (pstwos) on their implantable cardioverter defibrillator (ICD). Programming changes were made to restore normal parameters. There were no patient consequences.